Event description:
Information received does not address the patient's clinical status but notes unacceptable atrial capture and sensing and >2500 ohms impedance. When the atrial lead tested normal via an analyzer, the pulse generator was replaced. After explant, some patient tissue appeared to be impeding full insertion of the lead into the connector of the pulse generator.